Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported problem. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed electrical safety, calibrations, short self tests (sst), and extended self tests (est). (B)(4).

Event description:
Covidien received information stating that a ventilator's top screen was erratic. The ventilator was not in use on a patient at the time of the event.